Manufacturer narrative:
(B)(6) 2018 transmitted emdr initial to FDA; emailed (B)(6).

Event description:
The customer reported that the "check vent: cpu pcba adc failed" alarm sounded several times. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the cpu board revealed no evidence of damage or contamination. A diagnostic report (drpta) was run and the 111e error code was not found. The cpu board was installed in an fi test ventilator. The test ventilator was powered up, delivered breaths and the ac led indicator activated. The ventilator operate for two (2) hours during which time post was performed 15 times without generated any failures. The determination could not be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is no relationship of the device to the reported problem. The cpu board was tested and no failures were identified.